Event description:
Complaint alleged that the head of the bed would not elevate.

Manufacturer narrative:
Technician found that the head would not raise up. Replaced the solenoid valve to resolve this issue.